Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue. The system pcb was replaced to solve the reported issue and the w18 flex cable and the active display were replaced as a pre-caution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was intermittently booting up to a white display or resetting itself while booting up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was intermittently booting up to a white display or resetting itself while booting up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The stryker product assessment center (pac) evaluated the returned pcba and found that the main processor u18 is thermally sensitive. When warmed the processor caused white screen. When kept cool normal function was observed. The returned component was archived by stryker.